Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow blocked alarm. The customer's blood glucose level was 8.4 mmol/l. Customer had not tried different cannula lengths during fill tubing, insulin was not being reused or mixed, or was expired or denatured and the tubing was not bent or kinked. The customer stated that they tried all remedies. The customer was advised to replace the insulin pump and was advised to retrieve and save insulin pump settings and revert to the backup plan. The insulin pump will not be returned for analysis.